Event description:
The customer reports the swg (spring wire guide) was bent when the package was opened.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including a guide wire assembly and catheter for evaluation. The guide wire straightener was not returned. Visual examination of the wire revealed offset coils in the distal j-tip. The core wire did not appear bent or damaged and the j-tip was fully intact. The guide wire contained offset coils 12 mm from the distal tip. The total length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through the returned catheter with minimal resistance. A manual tug test confirm both welds were fully intact. Manufacturing was contacted to determine whether this defect could be caused on the manufacturing line. The responsible manufacturing engineer stated that this defect is most likely caused during shipment. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "due to the fragile nature of the spring-wire guide contained in this product, inspect "j"-tip for damage prior to insertion." The customer report of a kinked guide wire was confirmed by visual examination of the returned sample. The guide wire contained offset coils in the distal j-bend. A device history record review was performed with no relevant findings. Manufacturing was contacted, and it was determined that the likely cause of this issue is shipping and handling. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was bent when the package was opened.